Event description:
The hosp cath lab staff attempted to administer a defibrillator shock to a pt using the device with standard external paddles. The pt was undergoing a coronary interevention procedure and went into ventricular fibrillation. The device was charged but allegedly failed to discharge. Two or three more attempts were made to administer a shock to the pt with reportedly the same problem occurring each time. A backup defibrillator was made available and used. The pt was resuscitated. There were no adverse affects to the pt reported as a result of the alleged malfunction.